Event description:
It was reported that after successful pta within a dialysis graft, the catheter broke during removal through the introducer sheath. Reportedly, during retraction, the balloon got caught on the tip of the sheath. Force was applied to the catheter, which initially stretched and then broke, lodging the balloon inside the sheath. The sheath and balloon catheter were removed together. A new sheath and pta balloon catheter were advanced to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
The sample has been returned and the investigation is currently underway.